Event description:
The cutting basket broke during use in a knee arthroscopy and was unable to be retrieved. The surgeon experienced approx 1/2 to 1 hour delay in an attempt to "rinse and suction" out the broken piece. The issue was noted at the end of the surgery therefore, a back-up instrument was not necessary. It is stated that the pt is doing okay.